Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation about a month ago though she thought her scs system was functioning because she still had pain relief. Two weeks ago she was unable to adjust her stimulation and there was no response to pressing the (+) button on the programmer. Troubleshooting the programmer was sent to the patient which did not resolve the issue. The patient programmer displayed "ipg low, stim off" error code. The sjm representative troubleshooted the system and confirmed the issue. Surgical intervention is pending to address this issue.